Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests however, pump error hardware low level failure alarm is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or vibrate anomaly or of alarms were noted during testing.

Event description:
The customer was reported via phone call that the pump was not making any audio sound and alarmed hardware low level failure during self-test. The customer¿s blood glucose level was 64 mg/dl. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did hear the differences between the two audio beep volumes. The insulin pump passed audio test. Insulin pump was intermittently not giving an audio beep. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Fill cannula was recorded in daily history. The device will be returned for analysis.